Event description:
It was further reported that the manufacturer received product performance data and the replacement controller subsequently tested out of specification during manufacturer¿s analysis. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420/ expiration date: 30-apr-2024 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-apr-2023 h5: no, yes, if pump/ofg> h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. No performance allegation was made against (B)(6). Review of (B)(6) and (B)(6) manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis revealed that (B)(6) was the patient's primary controller. Log file analysis associated with (B)(6) revealed two (2) low flow alarms since 20/aug/2023 and a vad disconnect alarm indicating a physical disconnection of the driveline from the controller likely due to a controller exchange. Log file analysis associated with (B)(6) revealed the controller was powered up on (B)(6) 2023 at 17:53:38 without a pump start and was programmed with the patient¿s parameters. This was followed by several additional controller power up events and five (5) vad disconnect alarms indicating a physical disconnection of the driveline from the controller, likely due to the initial programming of the controller, troubleshooting of the controller and/or the reported controller exchange. Further review of the data log file associated with (B)(6) revealed a data point on (B)(6) 2023 at 14:34:50 indicating the controller was connected to a pump but was manually stopped. This occurred when the disable-vad-stopped-alarm (dvsa) method was used by a monitor to manually stop the pump. If the pump is manually stopped by the dvsa method, the start vad button must be pressed on the monitor or power sources must be disconnected then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. When a driveline is connected while the disabled mode is enabled, the controller will not start the pump and will display ¿0¿ for all parameters. In addition, log file analysis associated with (B)(6) revealed two (2) low flow alarms on 31/aug/2023. Log file analysis associated with (B)(6) revealed the controller was powered up on (B)(6) 2023 at 18:02:21 without a pump start and was programmed with the patient¿s parameters. This was followed by several additional controller power up events and four (4) vad disconnect alarms indicating a physical disconnection of the driveline from the controller, likely due to the initial programming of the controller, troubleshooting of the controller and/or the reported controller exchange. Further review of the data log file associated with (B)(6) revealed a data point on (B)(6) 2023 at 14:20:46 indicating the controller was connected to a pump but was manually stopped using the dvsa method. In addition, log file analysis associated with (B)(6) revealed a low flow alarm on 31/aug/2023. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing; no display errors were observed on the liquid crystal display (lcd). During functional testing, the controller was connected to the monitor and the dvsa button was enabled, the controller was disconnected from the monitor and then a motor fixture was connected to the controller, the controller will still be enabled with the dvsa method and thus the controller is not enabled to start, resulting in the controller¿s screen displaying zeros in the parameters and no motor starts. Internal inspection revealed a crack on a standoff post within the controller housing. This is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis did not reveal any failure to restart events or vad stopped alarms within the analyzed period. The reported ¿vad did not restart¿ event and the reported display error event involving (B)(6) could not be confirmed. However, the controller being disabled using the dvsa method was most likely perceived as the reported ¿vad did not restart¿ event. The controller displaying ¿0¿ due to the controller being connected to the monitor while in the dvsa method enabled could have been perceived as the reported "display error" event. The most likely root cause of the reported "controller did not start the pump" and "display only showed zero" event may be attributed to the use of the disable vad stop alarm command button on the monitor. Based on the risk documentation, possible causes of the observed low flows event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, cardiac arrhythmias and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 (B)(6) d9: yes, return date: 11-sep-2023 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for arrhythmias and worsening right heart failure (rhf). The patient was given a new controller, and when it started up the controller display only showed zeroes. The controller did not start the pump and the patient collapsed hemodynamically. The controller was exchanged. All required "als measures" were given as treatment. The ventricular assist device (vad) remains in use. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 30-apr-2023/ serial or lot#: (B)(6) / UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.